Event description:
Patient had nausea and vomiting this morning; once when sitting up in bed and another when brushing his teeth. Medicated with zofran and small sips of water. When patient was vomiting while brushing his teeth, and after coughing, nasojejunal (nj) tube partially came out; witnessed by burn ot. They immediately assessed nj and nj re-advanced and kidney ureter bladder (kub) xray ordered to verify placement. Nj noted to be broken and nj from nares along with bridle removed by the doctor. Proximal feeding tube removed, gi consulted. Distal portion removed with endoscope. Of note, feeding tube initially placed a little over a month before the incident.